Event description:
New information received indicates that the patient presented with pleural effusion and lower leg edema due to inability to manage medication. The patient was referred to the hospital for exacerbation of chronic heart failure and was treated with medication. On (B)(6) 2026, chest x-ray was performed and revealed improvement of pleural effusion. There was no relationship alleged of the pacemaker to the adverse event.

Event description:
It was reported that a patient with this right atrium leadless pacemaker (ralp) has been hospitalized at another facility since (B)(6) 2026 for treatment due to worsening heart failure. No malfunction of the ralp has occurred. It is uncertain if the ralp contributed to the worsening heart failure. The patient condition was unstable.